Event description:
Left-side breast tissue expander reported deflation 29 days after fill to maximum expansion. Explanted 20 days later and replaced with similar tissue expander to continue expansion and standard course of treatment.